Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
(3 of 3) it was reported during surgery, two 1.5mm hex driver tip, locking groove broke off when tightening the 2.3mm distal locking screws. The surgeon used a solid tip quick connect from the tray with a blue handle screwdriver (manufacture unknown) to complete the surgery after moments delay. No other adverse patient consequences were reported. There are 3 related report numbers for this event 3025141-2024-00310 through 3025141-2024-00312.